Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there is a free floating 25.0 cm in length metal coil shaped stretched essure which is free floating within the specimen container") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, menorrhagia, cystitis interstitial, diverticulitis, irritable bowel syndrome, ovarian cyst, endometriosis, hyperactivity, anemia, heavy periods, fatigue, depression, pelvic pain and endometrial ablation. Previously administered products included: yaz. The patient had a family history of heart disease, unspecified and hypertension. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2899 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy with excision of essure coils). The reporter considered device breakage to be related to essure administration. The reporter commented: left side 4 coils, right side 2 coils visible for essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: there is a free floating 25.0 cm in length metal coil shaped stretched essure which is free floating within the specimen container and a 5.0 cm in length partially removed essure coil which is partially within the luman of the longest fallopian tube segment. The fallopian tubes ail display smooth intact serosal surfaces and are serially sectioned revealing grossly unremarkable appearing tan mucosa and stellate architecture. Microscopic description: two segments of fallopian tubes are seen, each in complete cross section. A benign para tubal cyst is seen adjacent to one fallopian tube. [Pregnancy test] on (B)(6) 2017: negative. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there is a free floating 25.0 cm in length metal coil shaped stretched essure which is free floating within the specimen container") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, menorrhagia, cystitis interstitial, diverticulitis, irritable bowel syndrome, ovarian cyst, endometriosis, hyperactivity, anemia, heavy periods, fatigue, depression, pelvic pain and endometrial ablation. Previously administered products included: yaz. The patient had a family history of heart disease, unspecified and hypertension. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 2899 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy with excision of essure coils). The reporter considered device breakage to be related to essure administration. The reporter commented: left side 4 coils, right side 2 coils visible for essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: there is a free floating 25.0 cm in length metal coil shaped stretched essure which is free floating within the specimen container and a 5.0 cm in length partially removed essure coil which is partially within the luman of the longest fallopian tube segment. The fallopian tubes ail display smooth intact serosal surfaces and are serially sectioned revealing grossly unremarkable appearing tan mucosa and stellate architecture. Microscopic description: two segments of fallopian tubes are seen, each in complete cross section. A benign para tubal cyst is seen adjacent to one fallopian tube. [Pregnancy test] on (B)(6) 2017: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.